Event description:
Outer coating of gloves is slick, rptr believes that this coating does not give the physicians a firm grip. The rptr's newborn slipped through the physicians fingers. Rptr is waiting to see if newborn will manifest any more learning deficits. There have been learning deficits identified as well as motor skill problems.